Event description:
It was reported that the patient¿s lead migrated caudally out of the epidural space which were revealed on x rays. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the migrated lead was repositioned and a second lead was implanted. Therapy was restored post-operatively.